Event description:
It was reported that the patient no longer felt stimulation in her back. The patient did feel stimulation down her right leg to her foot and half way down the left leg. The patient couldn¿t get program 2 to show up at all; only program 1 would show. The patient had the device reprogrammed once around may. The patient was on group c on program 1. The patient had felt pulsating, but it was, at the time of this report, a constant shock. The patient then changed to group b and felt stimulation a little bit on her hip and back and a lot in the leg, which was what the patient needed. The patient increased the stimulation and was able to feel it. The patient had dropped the patient programmer (pp), but it wasn¿t broken. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).